Event description:
It was reported that device interrogation revealed failure to capture, no pacing, and under-sensing on a pacemaker. Technical services mentioned these anomalies might be artifacts captured by the patient's holter device. No changes or intervention was performed. The patient was in stable condition.